Event description:
It was reported that, an 840 ventilator had faulty graphic user interface-central process unit (gui cpu) . The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui board installed revision 'ak software to both cpu's simultaneously to correct the issue. The unit passed all testing and operates within the manufacturing specifications